Event description:
It was reported that the cuff was punctured, a new intubation attempt was made in patient, however the new cannula was with the cuff also punctured. Event occurred while use in patient. There was no patient harm. Customer reference is (B)(4).

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.